Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier = sid (B)(6) and sid (B)(6).

Event description:
The customer observed imprecise sodium and chloride results generated on the alinity c processing module for 2 patients. The results were not reported. The samples were repeated on another alinity c processing module and the results were as expected. The following data was provided: initial results from (B)(6) repeat results from another alinity c in the lab: sid (B)(6), initial sodium = 89 mmol/l repeat = 140 mmol/l. Sid (B)(6), initial chloride = 136 mmol/l repeat =109 mmol/l initial sodium = 116 mmol/l repeat = 141 mmol/l. Customer¿s sodium reference (normal) range: 136 to 145 mmol/l. Customer¿s chloride reference (normal) range: 100 to 110 mmol/l no impact to patient management was reported.

Event description:
The customer observed imprecise sodium, potassium and chloride results generated on the alinity c processing module for 2 patients. The results were not reported. The samples were repeated on another alinity c processing module and the results were as expected. The following data was provided: initial results from (B)(6) repeat results from another alinity c in the lab: sid (B)(6), initial sodium = 89 mmol/l repeat = 140 mmol/l, sid (B)(6), initial chloride = 136 mmol/l repeat =109 mmol/l initial sodium = 116 mmol/l repeat = 141 mmol/l. Additional patient added (B)(6) 2025: sid (B)(6), sodium initial result = 85 repeat = 138 mmol/l potassium initial result = 2.44 repeat result = 3.75. Customer¿s sodium reference (normal) range: 136 to 145 mmol/l, customer¿s chloride reference (normal) range: 100 to 110 mmol/l, customer¿s potassium reference (normal) range: 3.5 to 5.1 mmol/l no impact to patient management was reported.

Manufacturer narrative:
Additional patient result provided (B)(6) 2025 section b5 event description updated with sid (B)(6). The field service representative (fsr) inspected the module, performed multiple troubleshooting procedures including the replacement of the damaged tbg, ict to ict valve nc (c-35016690-01). Part replacement resolved the issue. The tbg, ict to ict valve nc (c-35016690-01) was determined to be the likely cause. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity I processing module did not identify any similar issues described in this complaint. Additionally review of complaint and trending data associated with the tbg, ict to ict valve nc (c-35016690-01) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no product deficiency was identified for either the alinity c processing module, serial number (B)(6), or the tbg, ict to ict valve nc.